Event description:
Ventral incisional hernia with proceed mesh. Pain, burning, numbness, bowel problems. Second surgery in 2004 and third surgery in 2005. Still have proceed mesh and lots of problems. Dates of use: 2004 to 2008. Diagnosis or reason for use: hernia.